Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had bent cannula, and the insulin pump did not alarm no delivery. The customer was experiencing high blood glucose for the last couple of days. While troubleshooting the call became disconnected. No further information was provided.